Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to inflation issues, the physician kept pushing the pump but it would not refill. During the procedure, when removing reservoir the tubing broke and inner coiling unwound, the fluid was already lost at that time. It is unknown if this was a result of fluid loss or broken tubing. There were no patient complications.